Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: hiryu 3.0*10, voyager 2.5*15. Guide wire: universal. Guide cath: heartrail. A thorough analysis could not be performed because the device was not returned. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. In this case, it was reported the patient anatomy was moderately tortuous, which likely contributed to the reported balloon rupture. It was reported the patient had an acute myocardial infarction (ami). It should be noted that the vision instructions for use (IFU) states: the vision sds is contraindicated for use in patients who have experienced a recent (less than 1 week) acute myocardial infarction. It is unknown how the use of the vision sds in an ami patient may have contributed to the reported balloon rupture. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the target lesion was located in the distal right coronary artery, which was characterized as being mildly tortuous, not calcified, de novo and concentric with 90% stenosis in a patient with acute myocardial infarction. Pre-dilatation was performed with a voyager balloon catheter (bc) prior to the advancement of the vision stent delivery system (sds). The sds crossed the lesion, but the balloon ruptured under 7 atmospheres at first inflation. Post-dilatation was performed with a non-abbott bc with no issues. No patient effects were reported. Though requested, no additional information was provided.